Event description:
A pt reported experiencing inaccurate high results with a one touch profile meter. The pt's blood glucose results were 385 and 75mg/dl. Tests were done within 10 mins. No further info has been reported.